Event description:
Cardioseal septal occluded implant perfromed in 2001. In 2006 pt admitted for cva. Echo on the following day confirmed thrombus. 5 days later the above device removed; thrombus on device found. Specimens sent to pathology.